Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that high shock impedance measurements were displayed on the right ventricular (rv) lead. The physician suspected that the cardiac resynchronization therapy defibrillator (crt-d) was also damaged. A different rv lead was implanted. However, abnormal impedance values were noted. Then, a competitor lead was inserted which was successfully implanted. In addition, a different implantable cardioverter defibrillator (ICD) was also successfully implanted. All other measurements were normal. No adverse patient effects were reported. This lead was returned.

Event description:
Attempts to obtain additional information on the actual event and explant date were unsuccessful.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation on the lead was performed. Initial investigation result showed that there were two marks found on the terminal pin. The helix was retracted. Then, the lead was forwarded for detailed analysis. Detailed analysis result showed that the high shock lead impedance could not be confirmed after several tests. However, the lead passed several electrical testings. No other issues were found. Additional analysis was performed as per request from the field. No new observations were noted other than a surface cut on the lead, which was determined to be induced in the field. The lead passed electrical testing with the same results. No further information noted.